Manufacturer narrative:
Upon evaluation of the device, no failure was found. Routine maintenance was performed on the device and it was returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when unintended stimulation occurred resulting in the procedure being cancelled and rescheduled. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when unintended stimulation occurred resulting in the procedure being cancelled and rescheduled. There were no patient or user injuries, and no adverse consequences.